Event description:
Healthcare professional reported the punch stuck after the first cut. The die did not return to the original position so it could not be used for a second cut. Surgeon thought the pt's aorta may have been stiffer than normal due to this being a second surgery for the pt.